Manufacturer narrative:
(B)(4). Batch # r5ar0v. Device analysis: the analysis results showed that the cs40g instrument was received with a cartridge loaded in the instrument. The cartridge was received loaded with staples, with the washer uncut and with the knife position recess below cartridge deck. In addition the device was noted to have the release button damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the release button was noted to be broken, not allowing the device to close and open properly. While no conclusion could be reached as to how the release button got broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device would not activate or release. It is unknown how the procedure was completed. No additional information is available. There were no patient consequences reported.